Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd intima-ii IV catheter heparin cap of the closed venous indwelling needle suddenly ruptured during the process. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient underwent enhanced chest CT examination. After connecting the high-pressure injector to inject the contrast agent, the heparin cap of the closed venous indwelling needle suddenly ruptured during the process.